Event description:
As reported, a PICC was being placed using seldinger technique. When an attempt was made to remove the guidewire from the PICC at the end of the procedure, the wire stuck in the catheter. The catheter was flushed with a touhy-borst, but the wire remained stuck. When the entire PICC was removed, with force, the tip of the guidewire fractured off. The wire fragment was able to be successfully removed from the patient with a snare. The PICC was exchanged and there were no complications to the patient. The catheter and used guidewire have been returned to navilyst medical for evaluation.

Manufacturer narrative:
The devices used in the reported event have been returned to navilyst medical, however, the sample evaluations have not yet been completed. A supplier corrective action request (scar) has been issued to the supplier of the guidewire. Upon the completion of this investigation, a supplemental medwatch will be submitted. (B)(4).